Event description:
During a vaginal hysterectomy, the insulation on the front of the open forceps peeled off. All pieces were recovered. To complete the procedure, the surgeon used sutures. There was no pt harm and the device was discarded.

Manufacturer narrative:
The device has been discarded and is not available for eval. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.